Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6: patient code: thrombosis (2100), listed in IFU; vessels, perforation of (2135), not listed in IFU; pain (1994), not listed in IFU. Device code: appropriate term/code not available (3191) [device perforation], not listed in IFU; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the common femoral vein due to post deep vein thrombosis (dvt). Patient alleges migration, caval thrombosis, post-thrombotic syndrome. Patient further alleges to have experienced, as reported, "blood clots - had 4 stents put in. Many collateral veins with leg swelling and pain¿. Filter explanted successfully on (B)(6) 2017. Per venography, dated (B)(6) 2011, it is reported, ¿there is occlusive caval thrombus within the infrarenal ivc filter¿. Per angio abdominal CT, dated (B)(6) 2016, it is reported, ¿occlusion of the infrarenal ivc starting at the level of the patient's inferior vena cava filter extending through the iliac venous system. Lnfrarenal ivc filter identified with the left most strut projecting slightly outside the luminal wall abutting the posterior wall of the abdominal aorta. Recommend an attempt to remove this filter due to the close approximation of the filter legs to the posterior edge of the aorta.¿ per venocavagram (filter retrieval), dated (B)(6) 2017, it is reported ¿the indwelling filter is nearly completely excluded from the ivc lumen. This includes the apex of the filter. After the retrieval of the filter and angioplasty and stent placement, there was a fairly sizable focus of extravasation from the inferior vena cava at the site of filter extraction. Successful retrieval of a tulip filter in an occluded inferior vena cava. Successful recanalization of the inferior vena cava.¿

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situfilter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Ivc filter thrombus, or clot in ivc filter, is an outcome where the filter has either entrapped a clot that has embolized from an upstream source, such as a deep vein thrombus, or where a clot has formed on or within the filter. Filter thrombus can either resolve through the process of thrombolysis, remain stationary without subsequent sequelae, or alternatively provide a nidus for additional clot formation. The presence of a filter thrombus could preclude the removal of the filter during a retrieval process due to potential dislodgement of the thrombus which could cause a downstream occlusive event, e.g. Pulmonary embolism. Ivc filter thrombus is documented by ultrasound (us), CT, mr imaging or venography. Unknown if the reported post-thrombotic syndrome and leg pain/swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vc perforation, migration, vc thrombus/occlusion, post-thrombotic syndrome, leg pain/swelling. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.